Event description:
The customer observed falsely decreased architect tsh (thyroid stimulating hormone) results for a patient. The following data was provided (customer¿s reference range: 0.34 - 5.6 uiu/ml). Sample ID: (B)(6) on (B)(6) 2022. Tsh result = 0.33 uiu/ml; repeat on (B)(6) 2022. Result= 0.31 uiu/ml on (B)(6) 2022. Tested at reference lab. Result = 1.25 uiu/ml (reference range: 0.27 - 4.2 uiu/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and issue. Historical performance was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect tsh reagent lot 40388ud00 was identified.